Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 20 mg/dl. Reportedly, when customer delivered a bolus, customer inadvertently entered the amount of carbohydrates in the bg field. Additionally, customer was using novolog supplies for over 72 hours. Bg was treated with intravenous saline. Reportedly, customer left the ER the following day with the issue resolved and no permanent damage.

Manufacturer narrative:
Per the tandem user guide - do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.